Event description:
It was reported by provider that the 4 way valve is contaminated and not shifting, beds blown, pilot shuts down, check valve contaminated, switches not alarming.

Manufacturer narrative:
Record will be reviewed and follow up done if more information becomes available.

Event description:
It was reported by provider that the 4 way valve is contaminated and not shifting, beds blown, pilot shuts down, check valve contaminated, switches not alarming. Upon evaluation on (B)(4) 2015 it was noted that the 4 way valve was contaminated.

Manufacturer narrative:
Follow up will be filed if additional information is received. Follow up filed due to product being returned for evaluation. Result of evaluation: 4 way valve contaminated.